Manufacturer narrative:
The product was not returned. The complaint could not be confirmed without return of the actual complaint unit. It could not be determined if any clinical factors may have contributed to the event. A review of the manufacturing records indicated that the product met specification at the time of release. No further actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. The device history report is in process. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
I was reported that a patient was bleeding from the right radial arterial line. Upon further investigation it was noted that the disposable pressure transducer (dpt) detached from the stopcock that attached to the arterial line catheter. There were no adverse consequences for the patient.